Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the caller indicated that the therapy is not working for them and they regret getting the therapy. The caller indicated that during stage 1, someone checked in with them about their symptoms to track progress, but they didn't ask how much the patient was sleeping during day. When they are sleeping, they do not have symptoms. The caller expressed dissatisfaction with the doctor and will be seeing a different doctor on (B)(6). The caller indicated that they have tried all but 1 program and the max they have gotten was 1-2 hours of relief and the urgency is still there. The caller stated that they used to take myrbetriq for oab and it worked really well for them, but they were worried that insurance would not cover it anymore, which is another reason they went forward with the implant, despite wanting to back out of it. Caller is concerned they are not emptying correctly and tried to get a bladder scan but is waiting on a call back from the doctor for that. The caller also indicated that when they were on program 1, they had rectal bleeding that stopped when they changed programs. The caller will try that program again, they are unsure if the rectal bleeding is related. The caller also reported that they were sent home from the implant on program 3 and felt shocks below their appendix scar which resolved when the program was changed. The caller also mentioned that they are 100lbs and so the battery sticks out. Patient cleans for a living and it's not uncommon to hit their implant on things. No further action was taken by patient services. The patient's relevant medical history included the caller mentioned that they take antibiotics, anxiety meds, and pain pills. The patient was warm transferred to crisis connection based on comments made during the call. The patient called the manufacturer representative (rep) and notified them of the situation, and the rep noted that they had spoken with the patient sometime last week and the patient indicated that the device was causing pain and the hcp's office helped the patient turn their therapy off. The patient also noted that they had a hard time communicating with the ins when they were in their home. The caller indicated that they live in trailer with a metal roof. They sometimes had to go to another room or outside to communicate with the ins. The caller indicated that they clean homes for a living and does not have this problem at other homes. The caller noted that also have dropped calls at home too while on their cell phone. Patient services reviewed the device communicates using bluetooth and not cellular. Additional information was received from the patient. The stimulation had been shut off for over three months because it didn't work for them. They are working on getting it removed. They kept trying all the programs. They are back on myrbetriq and it was working pretty good. They are going back to the urologist next week to set up to have it taken out.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.